Manufacturer narrative:
One i3 unit was returned. External and internal visual inspections showed physical damage to the right-angle extension cable. The unit was able to power on with the assistance of a test right-angled cable to complete all diagnostic testing. The cause of the reported sparking could not be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient electronic unit was sparking from the extension cable at the back of the pillow. The unit was replaced.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.